Manufacturer narrative:
Pump received with blank display due to corrosion on electronics. Unable to verify alarm, unresponsive button due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
It was reported, the customer had an alarm on their insulin pump. Customer stated, they were unable to clear the alarm with the escape and act button. The customer was advised the alarm was a program safety alarm that could be caused by static. It was also found the customer was unable to retrieve their display after removing the battery for five minutes. Customer also stated their insulin pump was not functional after resting their insulin pump for two hours. The customer's blood glucose was 109 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.